Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 377745, lot# v001224, implanted: (B)(6) 2005, product type lead; product ID 377745, lot# v001224, implanted: (B)(6) 2005, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was not clear if the patient¿s concerns were resolved or not. An appointment date of 2014 (B)(6) was noted.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) stopped working ¿a while ago.¿ it was also stated that it delivers the stimulation for what they needed. The patient reportedly had 2 inss. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.